Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced loss of benefit with device use; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
This report is filed february 24, 2015.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014. During the same surgery, the patient ws re-implanted with a new device. This report is filed december 8th, 2014. Device not yet received by manufacturer.